Manufacturer narrative:
The account tried replacing the valve guide tubes and head cylinder but the issue remained. The technician replaced the hydraulic power unit to repair the bed.

Event description:
Info received indicates, the head of bed will not rise.